Event description:
It was reported via a clinical study, that a patient, who had a right tka, was seen on follow up and although the patient is doing well, they are still working with physical therapy on their rom, but they cannot get past 90 degrees at this time. Due to the limited flexion, it was indicated they should proceed with manipulation under anesthesia to help her rom and break up the scar tissue that has developed which occurred. The event was unlikely related to the devices but possibly related to the procedure. Outcome is unknown. No further information.